Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No blank display, low battery alert, battery power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the device trace download. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis.